Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt trunk cable was cut, damaging the wires within the cable. Additionally, the cable connecting ECG c and d was severed in two places. The root cause for damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.